Manufacturer narrative:
This info was not provided during the initial report. Add'l info has been requested. Device not explanted: unable to provide the MFR, PMA/510k number and/or the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
Pt reported, she was in an ide study and was implanted with prodisc-l l5 - s1 approx on 2003. Pt returned to a different surgeon and an x-ray showed a collapse of the prodisc-l. Surgeon noted, pt needs revision surgery. This is two of three reports for this event.